Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they noticed the pump was off and changed out their battery. The customer states they noticed a dark circle on the pump and nothing was being displayed on the screen. The customer's blood glucose level at the time of incident was 200mg/dl. Troubleshoot for battery out limit was conducted. The customer is being sent replacement battery cap and was advised to monitor the device and call back if issues persist.